Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the pt's homechoice machine during the pt's automated peritoneal dialysis (apd) therapy. Reportedly, hp disconnected hp's transfer set from the patient line of the homechoice set without pausing the apd therapy. When hp returned, the cycler was alarming. In an endeavor to correct the issue, hp reconnected the transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.